Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker went from 7.5 years to 6.5 years remaining in the past three months. Boston scientific technical services (ts) stated that the threshold was higher, and the lower rate limit was 80. A request was made to have the data from this device analyzed and result was not yet available. This device remains in service. No adverse patient effects were reported.